Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The anesthesia control board, ventilator interface board, and cables were replaced.

Event description:
The hospital reported that, during a case, the unit had a ventilator failure. The clinician reportedly switched to manual mode and swapped out the anesthesia machine. There was no reported patient injury.